Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reported upon query by hospira personnel.

Event description:
The customer contact reported the device did not generate suction. The suction liner was being used to suction the patient's secretions. At an unspecified time, it was reported that the device did not generate suction of the patient's secretions. The customer contact indicated that it was noted that the filter was wet. The device was replaced. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional info was provided.